Manufacturer narrative:
(B)(4) and (B)(4) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. The reported event was confirmed through log file analysis, which revealed 1 electrical fault alarm recorded on (B)(6) 2017 at 14:34:07 due to an overcurrent condition resulting in the pump running on a single stator (rear-stator only). 5 high watt alarms were logged following the electrical fault alarm, on (B)(6) 2017 and (B)(6) 2017 which are consistent with the increased power consumption observed when the pump is running on single stator. On-site inspection revealed damage to the insulation of the driveline wires. A driveline splice procedure was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the reported electrical fault alarm may be attributed to a short in the driveline connector likely due to damage induced to the wires resulting in the wires coming in contact with each other. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This report is related to a previous driveline repair reported under MFR number: 3007042319-2017-02169. Additional device(s): con105310 - controller / catalog number: 1403us / expiration date: 31-oct-2017 di #: (B)(4), (B)(4). The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the implanting center stating that they were having electrical fault alarms and high watt alarms. The patient was air transported to the hospital and admitted to the intensive care unit (ICU). Log files confirm the left ventricular assist device (lvad) was running on single stator (rear-stator only). Upon visual inspection, damage to the outer sheath close to the patient exit site was observed. To note, this patient had received a sheath repair performed on (B)(6) 2017, however, additional damage was now noted to the insulation of the driveline wires, not related to the previous sheath repair. The hospital staff elected to perform a surgical procedure to externalize more length of the driveline so a splice repair could be performed. The splice repair was performed successfully with two momentary pump stops (expected during the course of the procedure) of approximately 10 seconds each. Following completion of the splice repair, the pump was operating on dual stators and no alarms were present. Additionally, no alarms could be recreated with driveline manipulation. The patient was started on prophylactic antibiotics and transferred to the intensive care unit (ICU) in stable condition and kept for observation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.